Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced same type of events with cannulas in 2 infusion sets as the infusion set cannulas were leaking at the site. The symptoms were noticed 3 or more hours after insertion. The sets were in use for less than a day for all events. The site was abdomen and was rotated regularly. Patient's blood glucose at the time of first event was 208 mg/dl and 171 mg/dl for second event. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-08440 - device 1 of 2.